Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss in the iab circuit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit for the reported issue, and reviewed the logs there was an iab circuit leak. The fse put on a known good part and ran the unit for one hour without any issues. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Hospital stated that there was gas leakage. A getinge field service engineer (fse) evaluated the iabp and went through logs and found ibp circuit leak. Fse put known good circuit on and ran unit for 1 hour and worked fine. Completed repair with  all functional and safety tests per  manufacturer specifications.

Event description:
N/a.